Event description:
It was reported that the device would not power off. It was also indicated that when attempting to test the device by shocking into a test load, the unit would not detect the cable or load and therefore not defibrillate. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the insulation had worn off of the auxiliary power cable which could have caused the device to ground incorrectly. After replacing the auxiliary power cable physio-control performed a post-repair performance inspection procedure (pip). Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed cable; however, the reported failure was not duplicated. The assembly performed correctly on a mock-up device. Further cause of the reported failure was not determined.